Event description:
It was reported that patient had knee arthroscopy and was sent home after surgery but came back the next day and presented a 3rd degree burn/blister to surgical area. Surgeon has confirmed that the outflow of the wand was not used and could potentially be the reason for this blistering, however surgeon has clarified that the wand was only used for around 90 seconds.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship found between the reported incident and the returned device. Visual inspection found no damages or manufacturing abnormalities on the controller. Functional evaluation revealed that the controller did not function as intended. When testing the output voltage several of the voltage readings were low. The unit was opened and found no loose or damaged components. Temperature outputs fell within specified ranges. The complaint was not verified and the root cause was unable to be determined. Potential factors unrelated to the manufacturing or design of the device that could have contributed to the reported event includes: use of controller power level settings higher than the recommended default levels. Insufficient saline flow to the electrodes. Failure to maintain proper suction. Surgical technique of the user. A review of the manufacturing records found that the device did meet manufacturing specifications at the time of release into distribution. Updated as serious injury.